Event description:
It was reported the patient had an inflammatory mass. The patient was experiencing unspecified symptoms of underdose. The flow of morphine from the pump had been decreased. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Results- used for catheter.